Manufacturer narrative:
Device evaluation update: h10. Results of investigation: the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to defective power board electronics. As a resolution, vyaire ts initiated power board warranty replacement. Customer crosscheck the unit with a known good power board and it worked properly as intended. Correction: d4:corrected model,catalog and UDI information.

Event description:
It was reported to vyaire medical that bellavista1000 shutdown dialogue box is appearing on screen automatically. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire checked the logs and found 980 times "power button pressed and released entries (B)(6) 2022. Informed customer that unit was shipped on 10may2020 and out of warranty now. Advised to place order for new power board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.